Manufacturer narrative:
(B)(4).

Event description:
It was reported that high hv lead impedance was observed on the rv lead after the associated ICD reached eri. During the device change-out, the impedance measured high with the new device as well. The lead was capped and replaced. The patient was stable during and after the procedure.